Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as lens was not implanted. If explanted, give date: not applicable as lens was not implanted, therefore, not explanted. Device evaluation: the lens was received out of the device with an implant notification card. Visual inspection at microscope magnification was performed. Lubricant material residue and loose particles were observed on the lens surface. Some marks can be observed on the lens that could be related to handling. The reported issues are not verified. The condition in which the sample was received indicated that the product was previously handled. Product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 23.0 diopter lens had contact with the patient¿s eye but would not deploy. Reportedly, the patient is doing well. No further information was provided.